Event description:
A doctor reported that a monofocal toric intraocular lens (iol) was explanted from a patient's operative eye. The doctor used the optiwave refractive analysis (ora) to measure and stated that it gave a number that was closer to where the lens landed than the pre-operative optical biometry. The doctor does not think lens rotation happened. Even so, the patient's outcome has residual cylinder, not likely lens related, and it ended with another surgeon exchanging the lens. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ not provided. Section b3: date of event: unknown/ not provided. Section d4: model number: the complete model number is unknown, not provided. It was indicated to be a diu model. Section d4: catalog number: the complete catalog number is unknown, not provided. It was indicated to be a diu lens. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1: establishment name: unknown, information not provided. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.